Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a vitreotome did not cut during a vitrectomy procedure. The probe was replaced and the procedure could be completed. There was no patient harm reported. Additional information has been requested but not received.

Manufacturer narrative:
Probe investigation: one probe sample was returned for evaluation for the report of the probe not cutting. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not fully open and close. Cut testing was performed and deemed nonconforming. The probe had a choppy cut and pulled tissue. The probe was disassembled and the components inspected. There is approximately 45 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when the inner cutter was removed from the needle. The probe needle was not bent; however the inner cutter was slightly bent. Heavy gouge marks at the bend area and the cutting edge and sections of the inner cutter were present. Actuation testing was performed after the probe was disassembled and the test was conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe cutter did not cut. The most likely root cause of the poor cutting appears to be from the probe already be used for approximately 45 minutes of surgical use prior to the cutter not being able to work properly. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. This usage appears to have worn and damaged the inner cutter such that the cutter movement was impeded. No action is being taken for the complaint as the probe has exceeded the useful life of the probe. All probes are also 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. Cassette investigation: the lot complaint history for the cassette was reviewed. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and no obvious defects were observed. This investigation examined functionality of the cassette. A probe from lab stock was used to continue functional testing. A console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the saline bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned cassette functioned per specifications. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. (B)(4).